Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The user was unsure of their blood glucose (bg) level, but thinks the bg level is okay. The user cleared the alarm and insulin delivery was resumed.